Event description:
Medical records was notified on (B)(6) 2012 that this lv lead was removed due to infection on approximately (B)(6) 2012. Lead was implanted (B)(6) 2004. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).